Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n 20078). On august 14, 2021 during review of customer-provided data it was noticed that run #1967 generated a sars-cov-2 positive, influenza a negative, influenza b negative result, #1968 generated a sars-cov-2 positive, influenza a negative, influenza b negative result, #1970 generated a sars-cov-2 positive result & #1971 a negative quality control generated a sars-cov-2 positive result. The 3 patients¿ same samples were repeat tested on a different cobas® liat® system or a different platform that generated sars-cov-2 negative, influenza a negative, influenza b negative results for each of the patients¿ samples. Patient sample was collected using nasopharyngeal in bd brand universal transport media 3ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. Four (4) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the data inspection, it was identified that the thermal runaway errors started to occur in this analyzer after run #1966. This, in combination with sw 3.3.0, causes some assay runs to be executed without heating and surveillance by the thermal module. This consequently provokes abnormal pcr curves and potential false positives. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4).